Event description:
It was reported by svc report that the power inlet at the head of the bed was broken and there were sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Power inlet.